Event description:
It was reported that the customer was hospitalized for high bgs. It was stated while the family member was doing a set change the family member received an error alarm. The alarm was cleared, rewound and primed. Then the pump had another alarm. The contact changed the reservoir and the pump primed without any problem. It was indicated that the time on the pump was correct. It was informed that the customer has dehydration and was vomiting. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition a fixed prime test was completed and passed. The high-pressure test could not be performed due to the fact that the customer had an alarm while priming. Instructed the customer to monitor bgs. Also advised the customer to monitor the pump and call if the alarm persists.